Event description:
It was reported that the pump the housing damage impacting cartridge loading. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional follow-up information was provided regarding the outcome of the event.